Manufacturer narrative:
A follow up will be submitted when additional information becomes available.a getinge technician will investigate the cardiohelp in question.

Event description:
It was reported that all pressure/arterial temperature readings failed on an hls set that had been primed, previously had pressure readings and was sitting awaiting usage. Disposable had been previously zeroed and primed per IFU and spontaneously had a failure of all pressure and temperature readings. No harm to any person has been reported. Complaintnumber: (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that all pressure/arterial temperature readings failed on an hls set that had been primed, previously had pressure readings and was sitting awaiting usage. Disposable had been previously zeroed and primed per IFU and spontaneously had a failure of all pressure and temperature readings. The failure occurred prior to use. The provided pictures shows the error message "part sensor defective." A getinge service technician (fst) was sent for investigation and repair on 2022-08-29 and 2022-09-01. He could not reproduce the failure and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis the message "part sensor defective" was logged on 2022-06-28. Thus, an exact root cause could not be identified. However, according to the risk file v24 following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up), defective / disturbed (emi) pressure sensor, response time is too long , positive or negative pressure beyond specification (release of tubes), too high / low atmospheric pressure. Based on this investigation results the reported failure "all pressure/arterial temperature readings failed" ,could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the related hls set was investigated within another complaint and no deviations on the hls module were detected.